Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient underwent removal of the previously placed mesh on (B)(6) 2016 due to ¿chronic abdominal pain which failed conservative treatment.¿ it was further reported the patient continues to experience severe pain, nausea, removal surgery, hospitalizations, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/18/2019. Additional narrative: it was reported that the patient experience infection in addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.